Event description:
It was reported that during echocardiography exam, the patient felt a shock. Patient presented to follow-up visit in 2009, and the device had switched into backup vvi mode with no antitachycardic therapies available.

Manufacturer narrative:
Analysis found that the outer insulation was abraded at 9cm and 23.5cm from the distal tip electrode. The proximal cable insulations under these abraded areas were normal. The abrasion found could be caused by friction to another device. Lead impedance measurements tests could not be performed due to the lead being cut into two pieces in the field. Lead exhibited normal coil continuity.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.